Manufacturer narrative:
In response to FDA report number: mw5096506. Per internal database the serial number was provided as left (B)(4) and right (B)(4), affected side unknown. The event of raynaud's phenomenon, capsular contracture, and lymphedema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: raynaud's phenomenon, capsular contracture baker grade unknown, and lymphedema.

Event description:
Patient reported "lymphatic leakage issues, lymphatic flow issues, chylous acites, breast goes ice cold with tingly sensations, painful sharp breast tissue pain, dull aches and soreness in chest around, raynaud's phenomenon,¿ and ¿capsular contracture," baker grade unknown. Patient additionally reported "red painful rashes, extreme vertigo/dizziness spells last all day sometimes given rx meds for this, random fevers, feeling unwell, extreme fatigue, nausea all the time, stomach issues, abnormal blood test results and imaging, many health related issues ranging to very serious, choking feeling when trying to swallow food, yellow/red dull whites of eyes, worse with menstrual cycles or pain, ig level issues, vitamin d and b-12 deficiency, random hypothyroid blood level test being high but not consistent, possible thyroid issues, memory loss/issues, trouble focusing and articulating, horrible anxiety, sweat through clothes, panic attacks, insomnia sleep issues, leaking ears, high pitched ringing and frequent loss of sound, very thirsty always, dry mouth and eyes, foamy tongue despite drinking over half a gallon water at least a day, ovary cysts, heart palpitations, life threatening allergic reactions, randomly developed horrible cystic acne, jawline and chin acne, hives face, chest, and stomach, facial swelling, eye swelling, diagnosed with food allergies including allergic swelling, angioedema anaphylaxis, eoe in esophagus, pain in throat, painful joint pains-shoulder and neck, hips and knees and ankles is worst, frequent painful pelvic pain, irregular periods, cysts, bladder pain/burning, pains and trouble hearing/itchy ears, diagnosed with bell's palsy on right side of face, fibromyalgia" and ¿allergic to all metals;" these events are not related to the device. This side is unknown. Device has been explanted.